Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the lvad clinic on (B)(6) 2018 with complaints of feeling weak and dizzy for a week with nausea but no emesis. Labs were significant for acute blood loss, anemia with hemoglobin decrease from greater than 13 to 7.4 grams per deciliter (gm/dl). Patient was sent to the michigan medicine emergency department (ed). He was transfused with 1 unit of packed red blood cells (prbcs). An upper gastrointestinal diagnostic lavage was negative for blood in the stomach. Patient was admitted to the medical ventricular assist device (mvad) service with a gastroenterology consultation for further evaluation of acute blood loss, suspected to be due to an upper gastrointestinal bleed (gib). The patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2018 which revealed one area of bleeding from a patch of normal-appearing mucosa in the gastric fundus. Arteriovenous malformation (avm) was suspected. Patient was treated with argon plasma coagulation (apc). A video capsule endoscopy (vce) performed on (B)(6) 2018 revealed mild erythematous gastropathy. It was reported that the event resolved without sequelae.